Manufacturer narrative:
Ddmc3d1 ICD, implanted (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right atrial (ra) lead exhibited intermittent undersensing of atrial tachycardia/atrial fibrillation on stored electrograms (egm). The ra lead remains in use. No patient complications have been reported as a result of this event.